Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Patient reported that their recharger is not charging. Patient said the recharger has a scrolling light when placed on the dock, but when they remove it and turn it on, it won't turn on. Patient confirmed the recharger was always charging. Patient said they don't know the event date. Agent walked the patient through troubleshooting, but the recharger was still not powering on. Repair request sent. On (B)(6) 2026 additional information was received from the patient. The patient called back asking assistance to connect the replacement recharger. The agent walked through connecting the recharger to the handset. The patient confirmed they recharger connected successfully and were able to check that it charged their ins.

Manufacturer narrative:
H3: analysis of the recharger (s/n (B)(6) ) revealed that the patient was complaint confirmed. Leds scrolled continuously. The device was unresponsive. Flash sector read/write protection bits had become set. No anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.